Manufacturer narrative:
Section h10: (h3) based on review of all available information, there is no evidence to suggest that the reported event is related to any design or manufacturing issues. The cause of the infection and subsequent revision cannot be conclusively determined; however, it is most likely related to the patient¿s underlying condition.

Manufacturer narrative:
Concomitant device(s): 320-15-04, 6176499 - rs glenoid plate post aug, 8 deg, right. 320-20-34, 6293941 - eq rev compress screw lck cap kit, 4.5 x 34mm. 320-20-30, 6285744 - eq rev compress screw lck cap kit, 4.5 x 30mm. 320-20-22, 5913362 - eq rev compress screw lck cap kit, 4.5 x 22mm. 320-20-26, 6121284 - eq rev compress screw lck cap kit, 4.5 x 26mm. 320-15-05, 6361198 - eq rev locking screw. 320-01-38, 6313769 - equinoxe reverse 38mm glenosphere. 300-01-13, 6330800 - equinoxe, humeral stem primary, press fit 13mm. 320-10-00, 6322706 - equinoxe reverse tray adapter plate tray +0. 320-20-00, 6369268 - eq reverse torque defining screw kit.

Event description:
As reported, on (B)(6) 2021,this (B)(6) y/o male patient returned 14 months post right reverse shoulder replacement surgery with pain, ¿biopsy taken and sample grew a bug¿. All implants removed and spacer implanted. Patient was last known to be in stable condition following the event. Devices will not return for evaluation.